Manufacturer narrative:
(B)(4) . An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice device. The patient was connected in dwell three of six at the time of the alarm. The technical service representative assisted in ending therapy and advised starting over with new supplies. There was no serious injury or medical intervention reported. No additional information is available.